Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted with less than a year of use as it dislodged from the heart wall due to twiddler syndrome. The patient underwent a surgical intervention to replace the lead with a similar product. No additional adverse patient effects were reported.